Event description:
Complainant alleged that while attempting to defibrillate an 81-year-old male patient, the device prompted "no shock advised" for a rhytham the clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the device did not detect the attached electrode pads and failed for high impedance.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical event data from the event was returned and evaluated. Review of the data file for the customer report related to 'the device did not recognize shockable rhythm during a rescue', showed the patient's heart rate did not qualify for a shockable event due to being below the vf/vt set threshold. The review concluded the device operated as designed and within the limitations of the technology. Review of the data file for the customer report related to high impedance (electrode pad related) was observed including the electrode pads have expired past their selflife. This is user correctable and does not necessarily mean the electrode pads are unable to administer therapy. The electrode pads were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.